Event description:
The customer reported getting an incorrect reading using 2 temperature probes which resulted in incorrect treatment due to misdiagnosis.

Manufacturer narrative:
The customer reported getting an incorrect reading using 2 temperature probes which resulted in incorrect treatment due to misdiagnosis. A philips field service engineer (fse) evaluated the probes at the customer site. Both probes passed all testing, and all readings met philips specs. The fse discussed use of the probes and temperature issues with the customer. We are considering this a user misunderstanding and not a malfunction. Additional lot # 08b22354.